Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch, "PICC introducer/dilator has a "ridge" at distal area of the dilator that is suppose to be smoother for entering the patient's body. The "ridge" was noted after it caused the patient pain when going in to place line. The person placing the line noticed the "ridge" when she pulled it out. The package had been discarded already, but the actual dilator was saved to show the "ridge". The patient then received a PICC to another area with appropriate equipment."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed and the cause appears to be use related. One 5.0 fr 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The tip of the introducer sheath was observed to be damaged. The entire length of the shaft of the microintroducer was observed to be slightly curved. A microscopic observation revealed the edge of one side of the sheath tip was flared outward and folded over itself. A longitudinal split was observed on one corner of this damage. The damage observed on the returned introducer sheath is characteristic of damage caused by difficulty advancing an introducer/dilator into a vessel, which can result from too small of an incision, a steep insertion angle, insertion technique, and/or excessive insertion force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Mw5088644 (B)(4)

Event description:
It was reported via medwatch, "PICC introducer/dilator has a "ridge" at distal area of the dilator that is suppose to be smoother for entering the patient's body. The "ridge" was noted after it caused the patient pain when going in to place line. The person placing the line noticed the "ridge" when she pulled it out. The package had been discarded already, but the actual dilator was saved to show the "ridge". The patient then received a PICC to another area with appropriate equipment."